Manufacturer narrative:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the biomedical engineer that the pt underwent an lvad pump exchange in conjunction with a homograft aortic valve replacement. The explanted lvad device was returned to the MFR for eval and is currently being analyzed. Add'l info submitted to the MFR indicated that the pt expired due to multiple organ failure (mof). No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the biomedical engineer that the pt underwent an lvad pump exchange in conjunction with a homograft aortic valve replacement.